Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h356 was conducted. There were no non-conformance related to the complaint. This lot met all release requirements. A review of kit lot h356 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. Mc: (B)(4). B.k. (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that they observed blood leaking from the tubing that connects the photoactivation plate to the pump tubing organizer (pto). Approximately 968 ml of whole blood had been processed at the time the leak was observed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer has provided the kit for investigation.

Manufacturer narrative:
The complaint kit and smart card were returned for investigation. A review of the smart card data showed the operator aborted the treatment after approximately 986 ml of whole blood had been processed. Examination of the returned kit showed the recirculation pump loop tubing had disconnected from the t-connector port. The tubing leak is verified based on the recirculation pump tubing disconnecting from the t-connector port. Further examination of the tubing showed a lack of solvent on the recirculation pump tubing. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the tubing becoming disconnected was most likely a weak solvent bond joint between the recirculation pump tubing and t-connector port. The root cause of the tubing leak was most likely a manufacturing operator error during the tube bonding process. Retraining has been completed for all bonding operators. No further action is required at this time. This investigation is now complete. Mc: 001755 b.k. 26-mar-2020.